Manufacturer narrative:
Additional information: device manufacture date, evaluation codes , additional MFR narrative. The lens was returned to b+l for evaluation. Visual inspection found one haptic is bent. Due to evidence of handling it cannot be determined if the customer received the lens with a bent haptic. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon opening the lens vial it was noticed the haptic was bent.